Event description:
The facility reported a pump that was involved in "free flow" during pt infusion. The pump was set for an infusion of potassium chloride (kcl) at a rate of 150ml/hr. Reportedly, the nurse checked the pt "few mins later" and found that potassium chloride was free flowing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medical intervention, and set up of the infusion device.